Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The return of the sample is pending. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 1618000, implantable port, allegedly experienced material deformation and fracture. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 1618000, implantable port, allegedly experienced material deformation and fracture. This information was recieved from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.